Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was initially reported that this catheter was either kinked or broken and the patient had not received any of the medication. The patient had two refills and each time all 20 milliliters was aspirated. It was later reported this patient experienced drug withdrawal in (B)(6) of 2012. A catheter dye study was performed on (B)(6) 2012 which revealed an occlusion. Further reported was a failure to aspirate the catheter due to an occlusion in the distal segment. As a result, the catheter was revised on (B)(6) 2013. This device system was used to deliver morphine. The patient's morphine was being titrated to the previous 6.7 milligrams/day.